Manufacturer narrative:
(B)(4). The srt replaced the knob bearing with new part. The occlusion knob was removed, cleaned and lubricated. Unit operated to manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during preventive maintenance (pm) at the service center, the knob bearing of the 4 inch roller pump was seized onto gut shaft caused by corrosion. There was no patient involvement.